Event description:
Catheter, inserted 9/19/98 into pelvic abscess, was not draining on 9/22/98. On removing the dressing 9/22/98, exterior portion of catheter "just fell off". Successful retrieval on 9/23/98 (in angiography) showed two sections internally, one curved portion inside abscess and the remaining shaft portion inside the right gluteal muscle mass.